Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H3: one device was received for evaluation. The device had not been serviced in the last 12 months. The reported issue could not be duplicated. The device underwent accuracy and functional testing with no issues.

Event description:
It was reported that pump had a downstream occlusion error when starting infusion. There was unknown patient involvement and unknown patient harm/adverse event reported.